Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose remained elevated (300s mg/dl). Customer addressed elevated levels by delivering boluses via the pump. Customer healthcare provider recommended changes to pump basal rate and carb ratio to address the issue.